Event description:
On (B)(6) 2013, the patient contacted animas and reported that he has had low blood glucose (bg) in the last week, down to 40 mg/dl with a seizure, and today is was in the 30¿s mg/dl, no symptoms reported. The hcp has reviewed the settings and they are correct. Today they have disconnected pump and set a temporary basal rate of -20%. The patient denies priming while attached. The patient continues on pump therapy. There is no allegation of pump malfunction. This complaint is being reported based on the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.